Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. During the patient's revision surgery, the surgeon opted to replace the resurfacing femur with a smaller size to correct the malrotation, which may have resulted in the subluxing patella. The component was unable to be obtained for further analysis. Should additional information be obtained the report will be supplemented.

Event description:
The patient presented with a subluxing patella, which required surgical intervention.